Event description:
Account alleged that the unit has brake problems. When brake set, casters will not hold or lock. No reported injury.

Manufacturer narrative:
Technician found that when the brakes set the casters would not hold or lock. Replaced the casters to resolve this issue. Bed found in shop.